Event description:
It was reported that during a low anterior resection, the stapler did not fire completely due to the staples not being formed. The surgeon also stated that he did not see the white washer, but the donuts were complete. Sutures were used to complete the case with no pt consequence.